Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury. The med records provided were limited; therefore, the patient's clinical course beyond this time is currently unk. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00249 for info related to the second "2x4 cm sheet of marlex mesh" implanted on (B)(6) 1999.

Event description:
The following was originally reported to davol by the patient's atty: on (B)(6) 1999 the patient was implanted with a "marlex" mesh product during an unk procedure. The original atty's report alleged pain, injury, "pain and suffering," disability, and defective mesh. A review of the patient's med records indicated that on (B)(6) 1999, the patient underwent a total vaginal hysterectomy and bladder suspension with implant of "two 2x4 cm sheets of marlex mesh" due to a history of endometriosis, pelvic pain, dysmenorrhea, dyspareunia and stress urinary incontinence.